Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that per the physician, it was observed that the patient had an infection at the implantable neurostimulator (ins) pocket site during a clinic visit. The device was explanted. The issue was resolved at the time of the report. No further complications were reported or anticipated.